Manufacturer narrative:
(B)(4). The device was evaluated by a baxter technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the failed downstream occlusion pressure test is unknown. The referenced device has been removed from service. If any additional relevant information is received, a supplemental report will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue.

Event description:
During product evaluation by a baxter technician, an I-pump was found to have failed a downstream occlusion pressure test. No additional information is available.